Manufacturer narrative:
(B)(4). Product not returned to manufacturer.

Event description:
It was reported that when doctor opened a implant box of bost511-2016100021 and inside it was bost411-2018021816. It was also reported that they completed the procedure with another implant which they had in stock.

Manufacturer narrative:
One implant and box was returned for evaluation. The visual inspection of the returned product confirmed that the product label identification and the three additional labels (for patient record) are equivalent, that is, the item number: bost511 and lot: 2016100021. However, the identification of the outer and inner tray are related to the item number:bost411/lot 2018021816. The complaint history review for products bost511/lot 2016100021 and bost411/lot 2018021816 were also conducted and it was concluded that there are no other reported complaints with similar incidents against the referenced item numbers/lots to date. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.